Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-08628 - device 1 of 2. E1: patient country: united states.

Event description:
Unomedical reference number(B)(4). Event occurred in the united states. The patient reported that two infusion set cannulas were kinked, within 3 or more hours after insertion which led to high blood glucose level of 300 mg/dl on (B)(6) 2024 and (B)(6) 2024. The insertion site of the infusion set was at abdomen. The customer resolved their issue by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.